Event description:
It was reported a 6f angio-seal sts was deployed in the right femoral artery following a cardiac catheterization. Hemostasis was not achieved and manual compression was applied to achieve hemostasis. Reportedly, the angio-seal device did not seal properly. The patient was discharged. The patient returned to the hospital complaining of right leg pain and was diagnosed with claudication. Eight weeks later, a femoral runoff was performed and a stenosis was seen in the right common femoral artery. Blood flow was noted past the stenosis and down the lower right extremity. The following week, the patient underwent surgery to revascularize the stenosis at the level of the mid right common femoral artery. Under general anesthesia, a groin crease incision was used and an accessory saphenous vein was harvested for later use as the vein patch. Proximal and distal control was obtained of the opened femoral artery. Heparin was given. The incision was extended distally and proximally and an exaggerated fibrous reaction was present. Magnification was used to perform an endarterectomy from above the fibrous area down the takeoff of the profunda and superficial femoral arteries 6-0 prolene suture was used to tack down the artery to prevent dissection. The vein patch was sutured in place. Blood was restored and the wound was irrigated. Distal pulses were stated as excellent and hemostasis was obtained. The wound was closed and the patient experienced minimal blood loss. The patient was extubated and taken to the recovery room in good condition with normal dorsalis pedis pulses.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the pain could not be conclusively determined; however, a fibrotic area was surgically repaired. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis percutaneous extraction of the anchor or fragments, or surgical intervention.